Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via company representative (rep) regarding a patient receiving intrathecal gablofen 2000 mcg/ml at 832.6 mcg/day via an implanted pump for an unknown indication. It was asked, but unknown when the event/difficulty occurred during normal use. The pump was explanted on (B)(6) 2019 and would be returned. It was asked, but unknown if the pump was replaced. It was further reported the patient started to develop a blister-like pocket near the pump pocket. The surgeon confirmed that an infection had spread into the pocket. The entire system was explanted at this time. The catheters and pouch would not be returned as the customer discarded and it was asked but unknown if they were replaced. There were no environmental/external/patient factors that may have led or contributed to the issue. There was no diagnostics/troubleshooting performed and actions/interventions taken to resolve the issue included explant. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event was ¿unable to obtain, not available.¿ the patient¿s weight and medical history were asked, but unknown. No further complications were reported/anticipated or expected.

Manufacturer narrative:
The returned pump device passed non-destructive testing and no anomalies were found. If information is provided in the future, a supplemental report will be issued.